Event description:
It was reported that a pt was injured when a physician took clinical measurements off a film printed from the pacs system for use in hip replacement surgery. The film that the physician was using was not printed to actual size, thereby misrepresenting width of the femur and its marrow channel. When the surgeon inserted an implant that was too large for the pt into the marrow channel, he caused the splintering of the pt's femur. It is known that the device does not print to actual size. It is published in the user manual that the cr (computed radiology) printer chosen by this med ctr does not support actual size printing. This was also reiterated on the film itself with the warning "mf: not to scale". It was user error that caused this injury.